Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had circuit failure alarm. The customer¿s blood glucose level was unknown. Customer also failed during the self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures confirmed in the pump history due to broken pin 1 trace on keypad assembly.